Event description:
The pt stated that she was removing the insulin cartridge from her infusion device and the plunger became stuck on the piston rod causing insulin to leak in the cartridge compartment. The pt was instructed on how to clean the insulin out of the cartridge compartment. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.